Event description:
No additional information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: brand name was updated from t3 pro tapered implant 4/3mm (d) x 10mm (l) to t3 pro tapered implant 4/3mm (d) x 13mm (l), catalog number was updated from t3pt4310 to t3pt4313, device evaluated by manufacturer information was completed. The following sections are being reported: h11: corrected data was updated. H3 other text : summary investigation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier (B)(6). A4: patient weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient experienced an infection at unknown implant tooth site, with associated fibro integration. Therefore, the implant was removed.